Manufacturer narrative:
Date sent to the FDA: 12/14/2020. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted areas of chronic inflammation of tissues and it appeared to be that the middle of the old mesh was infected and involved in a large inflammatory process. He sharply removed the old mesh and closed the defect primarily. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and discomfort. No additional information is provided.